Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that they were told the ins needed to be replaced at their hcp appointment at the end of december because the "battery is dead". The patient stated someone had met him at his hcp appointment at the end of december but he forgot to keep the name and phone number that was provided to him. The patient explained the ins was not holding a charge/depleting very fast. The patient stated they charge the ins to "full" every day. The patient stated at the hcp appointment in december they could not connect to the ins because it wasn't charged. The patient would state having an issue with charging since the end of december, but supposedly would eventually be able to connect with 6-8 coupling boxes. During the call the patient attempted to connect with the recharger and programmer but was unable to connect with either. The patient would state they were not able to connect and charge since december, but then stated they were able to connect and charge to full last night. The patient mentioned they now had to increase the pain medication they take. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. (B)(6) 2021 (rep): additional information was received from a manufacturer representative (rep). It was reported that the patient had called patient services sometime in the past. The rep believes they met with the patient but they do not recall the date. The rep stated that when they met with the patient he was having to charge frequently because he had been programmed with high dose stimulation. The rep reprogrammed him to a lower dose to reduce charge burden. The rep did not report anything as the recharge frequency was normal for high dose stimulation and the patient had spoken to patient services. Rep did not recall when they met with him; they believe it was well over a year ago. They were going to meet another time but he canceled because he was sick. Rep did not know that patient talked to his provider about a battery change and he is scheduled for a replacement. Additional information was received from the patient and it was reported that they are having their ins replaced on (B)(6) 2021.